Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent posterior repair and vault suspension due to rectocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pelvic organ prolapse. It was reported that the patient underwent revision of the previously implanted mesh on (B)(6) 2009 at which time a mesh was also implanted.